Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and, the blood glucose (bg) meter occurred. The sensor was inserted into the arm. No data was provided for evaluation. The patient reported glucose readings of 146mg/dl & 46mg/dl but did not clarify which values correspond to cgm or bg measurements. No injury or medical intervention was reported.